Event description:
It was reported the implant fractured at the body. After follow up, the dentist confirmed that the apical portion of the implant remained buried within the patient's oral tissues.

Manufacturer narrative:
ZimVie Complaint Number (b)(4).A1: Patient Identifier unknown / not provided.A4: Patient Weight unknown / not provided.D4: Unique Identifier (UDI) Number not available.E1: Reporter email address unknown / not provided.